Event description:
At failures of the lvp module. On total occasions, we have had device fail with a channel error code 210.6021 keypad pause key failure. During evaluation, it was found that the pause key would fail in the open position. On 3 devices, we have had a shorted channel select key with the channel off key. This did not show up as a channel error and was only found while performing preventative maintenance on the device. If you depressed either key, it was also activating the other key at the same time. Repair of device has been completed by replacing part keypad door assembly. Torsion spring latch.